Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial lead was repositioned due to dislodgement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.